Manufacturer narrative:
B3: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56, when additional information becomes available.

Event description:
It was reported, that the device's upstream sensor failed. It is unknown, if there was patient involvement.

Manufacturer narrative:
D9: device received on 12/10/2024. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual, functional and occlusion tests were performed, and a defective upstream occlusion (uso) sensor was found. The customer's problem was replicated. The cause of the problem was intermittent issues with the uso sensor, and it was replaced to fix the issue.

Event description:
There was no patient involvement.